Event description:
It was reported that an infusor had its reservoir rupture during filling. The device was being filled manually via a syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured. Microscopic examination noted that there were markings on the interior surface of the reservoir near the rupture line. However, the cause of this condition could not be determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.